Manufacturer narrative:
Although this event occurred prior to us approval, this report is being submitted in response to the FDA's request on (B)(4) 2011. This event was reviewed by aga medical erosion board chairs on (B)(4) 2011 and definite erosion was confirmed.

Event description:
A 20mm amplatzer septal occluder (aso) was implanted in a patient with diminutive anterior rim at aortic root. The aso was in the right position at the edge of atrium towards aortic root with no complications. 24 hours post-implantation, an echocardiogram revealed acute hemopericardium with tamponade. A transcutaneous drain was inserted; however, bleeding continued. The aso was surgically explanted, and the atrial septal defect and perforation were sutured and repaired. The perforation was apparently caused by the edge of the aso, resulting in a very small erosion of aortic root.